Event description:
During a lap radical prostate procedure, and 2 hrs into the procedure, the machine started alarming-turned it off and on and pressed to selt test-this stage went on and on and eventually error toned. Silver hand piece lead was changed but still did not work-the blade then broke off. Not reported how the case was completed. Unk pt consequence.